Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of a sample. Based on the information obtained during baxter's investigation, the cause of the system error 2240 was due to the patient having a clamp open on a supply line not connected to a solution bag. The lot information was unknown; therefore a batch review was not performed. The homechoice apd systems at home guide instructs patients to close all the clamps on unused supply lines. This review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted baxter's after-hours call service to report a system error 2240 had occurred while using the homechoice (hc) cycler during dwell 3 of 5. The patient was connected at the time of the error and did not disconnect prior. All of the bags were properly spike and connected. The patient indicated there were no leaks in the bags. Patient extension lines were used, and connected prior to priming. The patient explained there was an unused supply line that was not clamped. The technical services representative (tsr) advised the patient the air could have come from the unused supply line and that in the future, clamps should be closed on unused lines. The tsr instructed the patient to disconnect normally, and the patient elected to complete therapy manually and call the hospital in the morning. No injury or medical intervention was reported.